Event description:
The customer reported the atellica sample handler prime robot dropped a tube during transfer between the loading drawer and the barcode reading station. The tube dropped by the robot spilled completely. It is unknown if this caused contamination of other samples that were being processed on the system at that time.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report the observation that the atellica sample handler prime robot dropped a tube during transfer between the loading drawer and the barcode reading station. The instrument resumed normal operation afterward. No technical anomalies are currently being reported. Siemens is investigating the event.